Event description:
Pt was in for surgery of infected right knee. Specimens collected during surgery with bd port-a-cul. When gram stain was performed, few gram variable rods were observed, however surgical culture was negative. Pt was placed on vancomycin, ceftriaxone, unasyn and cefepime. Pt also had a PICC line placed for prolonged IV-antibiotics. Because of gram negative rods seen in smear, pt's synovial fluid (not the surgical swab specimen) was sent for sequence analysis to identify gram negative rods. Only ureaplasma was detected. Dates of use: since before 1980.